Manufacturer narrative:
Date of event unknown: date of notification has been used for this field. Medical device expiration date: unknown. Unsure of lot#, possible lot numbers are 15b04, 15b12, 16b21, 16b27.). (B)(6). Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage inside the holder with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for leakage inside the holder was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: returned samples showed no defect such as damage or molding defect on any part of device. It was confirmed no problem on the motion of each sample by pushing each release plate. Next the manufacturing records and inspection records of the possible lots were reviewed and no abnormality which could be related to the reported event was found. Also, our retained samples of the possible lots were checked and no appearance defect was found. Bd was unable to duplicate the indicated failure mode of the customer's complaint.

Event description:
It was reported that there was leakage inside the bd pronto quick release holder. There was no report of serious injury, blood exposure, o.r. Medical intervention.

Manufacturer narrative:
The catalog number was reported as 36882. The correct catalog number is 368872.

Manufacturer narrative:
The initial MDR was submitted with the incorrect medical device type. The correct type is jka.